Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the event occurred due to any of the following possible causes. The customer pressed the distal end of the insertion portion onto body cavity tissue using excessive force. The customer abruptly extended the brush from the tube and bumped it against body cavity tissue. The customer did not confirm that the brush was properly positioned in the body cavity before extending the brush from the tube or brushing it against body cavity tissue. The instruction manual of the device has already warned as follows; do not force the distal end of the insertion portion against body cavity tissue and do not advance or extend the instrument abruptly. If you cannot see the distal end of the insertion portion properly, do not extend the brush from the tube or move the brush. Doing so could cause patient injury such as punctures, hemorrhages, or mucus membrane damage.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information is received at a later time, this report will be supplemented.

Event description:
During an unspecified examination, the subject device was used. In the procedure, it was reported that bleeding occurred several times from the mucosa of the respiratory organ because the subject device was hard. Additional treatment was not required for the bleeding. No further information has been reported.